Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter model: 8596sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced return of symptoms; increased baseline spasticity. No alarms were noted; programming was correct and no volume discrepancies. A dye study and roller study were planned. Later the same day, it was reported that during the roller study, the roller moved 10 degrees. No motor stalls were noted in the available pump logs. Drug delivered was baclofen 1000mcg/ml at a daily dose of 900.9mcg. A follow-up report will be sent if additional information becomes available to us.